Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor wire. Patient reports that during insertion, sensor wire detached. No medical intervention was required.